Event description:
It was reported, the physician experienced difficulty placing the trial lead on (B)(6) 2014 due to anatomical issues. After the lead was eventually placed and tested, resulted revealed invalid impedances. The original lead was removed and replaced with a new lead and stylet. All impedances were within normal limits at this time. The procedure was extended only one minute.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.